Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg site. Surgical intervention was undertaken wherein the system was explanted. The infection has since resolved.